Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The distributor alleged that the pump case was cracked at the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up # 1 date of submission 04/01/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/13/2014 with the following findings: evaluation revealed that the battery compartment was cracked from the threads to the case seal. Unrelated to the complaint, evaluation revealed that the audio bolus button was torn. The audio bolus button responded appropriately to button presses. Also unrelated to the complaint, evaluation revealed that the display was dim/fading and discolored. In addition to the unrelated issues, evaluation revealed that the keypad cover was torn at the up arrow button. During testing, the up arrow, down arrow, and ok keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts.